Manufacturer narrative:
It was reported that there is back flow. One sample model 2420-0007, lot 24075430 was returned for investigation. The set was examined for defects and abnormalities. No defects or abnormalities were observed. The set was primed with water and a secondary set primed with blue dye water was attached to the smartsite below the back check valve. An infusion run was performed at a rate of 125 ml/hr for one hour. No observation of back flow was observed. The customer complaint was unable to be replicated. The root cause could not be determined because the issue could not be replicated. A device history record review for model 2420-0007 lot number 24075430 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 27jul2024. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Event description:
Material#: 2420-0007. Batch number#: 24075430. It was reported by customer that on (B)(6) 2024, rn hooked up secondary IV tubing for antibiotic infusion during cath lab procedure. Rn set up secondary infusion on alaris pump and hit start. When she unrolled the roller clamp on the secondary tubing, the liquid was free flowing (not dripping like the infusion should) when bubbles appeared in the primary bag of fluids. It appeared that the secondary IV medication was flowing back into the primary bag. Rn rolled the secondary clamped closed and retraced her steps. This occurred a second time. Rn primed a new set of primary IV tubing and attempted to do the secondary infusion again. This time, it was successful. Rn thinks the proximal filter valve on the original set was faulty allowing the secondary infusion to free flow into the primary bag. Rcc received a complaint via email. Describe the event or problem. On (B)(6) 2024, rn hooked up secondary IV tubing for antibiotic infusion during cath lab procedure. Rn set up secondary infusion on alaris pump and hit start. When she unrolled the roller clamp on the secondary tubing, the liquid was free flowing (not dripping like the infusion should) when bubbles appeared in the primary bag of fluids. It appeared that the secondary IV medication was flowing back into the primary bag. Rn rolled the secondary clamped closed and retraced her steps. This occurred a second time. Rn primed a new set of primary IV tubing and attempted to do the secondary infusion again. This time, it was successful. Rn thinks the proximal filter valve on the original set was faulty allowing the secondary infusion to free flow into the primary bag. Type of device: IV tubing. Device manufacturer's name: bd alaris. Device brand name: pump infusion set. Device lot #: 24075430. Device catalog (ref) #: 2420-0007.

Event description:
Material#: 2420-0007, batch number#: 24075430. It was reported by customer that on (B)(6) 2024, rn hooked up secondary IV tubing for antibiotic infusion during cath lab procedure. Rn set up secondary infusion on alaris pump and hit start. When she unrolled the roller clamp on the secondary tubing, the liquid was free flowing (not dripping like the infusion should) when bubbles appeared in the primary bag of fluids. It appeared that the secondary IV medication was flowing back into the primary bag. Rn rolled the secondary clamped closed and retraced her steps. This occurred a second time. Rn primed a new set of primary IV tubing and attempted to do the secondary infusion again. This time, it was successful. Rn thinks the proximal filter valve on the original set was faulty allowing the secondary infusion to free flow into the primary bag. No patient harm type of device: · IV tubing, device manufacturer's name: · bd alaris, device brand name: · pump infusion set, device lot #: · 24075430, device catalog (ref) #: 2420-0007.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.